Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the valve sample was provided by the customer with a short piece of the catheter tubing for evaluation. The following steps were taken to analyze the sample: 1. Photos were taken looking down the valve from the top of the valve (where the access dilator gets inserted) and the bottom of the valve. Nothing abnormal was seen. Both disc and bi-directional (duckbill) valve seals were present. 2. The tubing was removed and another picture taken of the bottom of the valve. 3. The valve was leak tested using a pressure decay method which first tests to 3 psi (pounds per square inch) and then tests to 15 psi. The valve passed the first test at plus 3 psi and minus 3psi and then failed at plus 15 psi. The valve was then tested a second time and failed the plus 3 psi test. This confirmed that the valve was indeed leaking. 4. The valve was disassembled and the blue rubber parts (disk and bi-directional valves) were inspected. The following observations were made: the bi-directional valve, which is responsible for creating the seal when the valve is not being accessed, had quite a bit of biological matter on it. It may be fibrin or other residue from the pleural space. It was also noted that the valve showed significant material degradation and the sealing geometry was no longer intact. The valve material was ¿gummy¿ and could be easily stretched/deformed by pulling it. 5. The valve components were soaked in isopropyl alcohol for about 2 hours to see if some of the residue could be removed to better view the valve surfaces, but it was not successful in removing the built up biological matter. A 24-month review of complaint data did not identify any trend with this or similar failure modes. A review of all methods and personnel used in the assembly of the device did not identify any issues that may have contributed to the reported failure mode. Consequently, the investigation determined no contribution of manufacturing personnel to the reported complaint failure mode exists. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. Consequently, the investigation determined no contribution of the manufacturing processes to the reported complaint failure mode exists. A review of the internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, it was confirmed that the valve was leaking, primarily as a result of material degradation of the polyisoprene which led to the sealing features of the valve to be altered, hence leading to the reported failure mode. It is not known why the material degraded, but could be related the patient¿s physiology and to the fact that, per the customer, this valve was in place for over a year, exposed to bodily fluids. Based on the identified root cause, a corrective action plan is not required for the reported failure mode. To prevent future occurrences, the pleurx valve has recently been transferred to a new supplier and polyisoprene material as part of an internal project. The returned valve was produced before the supplier/material change (it can be identified by specific geometry on the valve housing and the lack of the printed pleurx logo). It is known that the new polyisoprene material has better aging characteristics than the old polyisoprene material and 5 year shelf life testing was completed as part of the project.

Event description:
The customer reported that the item, which had an air leak, failed on a patient. A new valve was then grafted on. The patient was injured and medical/surgical intervention was required. On (B)(6) 2013, the customer ((B)(6)) provided the following additional information as obtained from the end user: the catheter was originally placed in (B)(6) 2012. There was nothing noted of the catheter prior to placement that would indicate a defect. There was no difficulty noted during placement and the catheter worked fine for almost a year. There was no difficulties noted during drainage sessions or accessing the catheter. The air leak/ valve defect was noted on (B)(6) 2013 as the patient was aspirating air into the catheter. An air leak and partially collapsed lung were found upon x-ray. The surgeon, dr. (B)(6) used derma bond glue and suture to secure a new valve in place after he press fit the new valve into the old catheter.  He did not want to pull the entire pleural catheter on this patient as it had been in place for a while and was otherwise working. The patient is currently doing well. The affected valve is available for evaluation.